Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended to return the instrument and close contact between two instruments can cause potential arcing when energy applied. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument flashed or sparked. There was a monopolar hook near the tip of the instrument when the issue occurred. Technical support engineer (tse) recommended to return the instrument and advised having two instrument tips very close or touching does carry the risk of a potential arc when energy is applied. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained additional information: there was no visible damage prior to the start of the procedure. There was a black discoloration on the plastic near the end effector. There was arcing observed extending from the monopolar instrument over to the fenestrated bipolar forceps. The arcing grounded to the fenestrated bipolar instrument. Dissection was being performed. Monopolar coag energy was activated when the arcing event. The davinci generator was used. A monopolar hook was used when the arcing event occurred. The instrument tip did not touch any staples while being activated. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believed that the monopolar instrument caused the arcing. There was no patient injury. The patient has not returned to the hospital with any complications. The instrument is available for return for isi evaluation.